Manufacturer narrative:
Date of event estimated as (B)(6) 2018. The additional supera device referenced is filed under a separate medwatch report number. Implant date estimated as (B)(6) 2018. The device was not returned for evaluation. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. The reported patient effect of occlusion is listed in electronic instructions for use supera peripheral stent systems as a known patient effect of stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot numbers were not provided.

Event description:
It was reported that two unspecified supera self-expanding stents (ses) were implanted sometime in 2018. There was an occlusion due to the physician implanting the second stent with an overlap greater than 1 cm as indicated. Type of treatment for the occlusion is unknown. No additional information was provided.